Event description:
During baxter's functionality testing it was found that a spectrum pump had no audio. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "no audio" was confirmed during eval. The eval found corrosion on the backflex which most likely caused the no audio condition. Due to excessive corrosion on the backflex, downstream sensor, I/o printed circuit board, and lcd, the pump could not be reasonably repaired. The device was removed from service.